Event description:
The rptr indicated that the pt expired. After the device was removed, the rptr unsuccessfully attempted to reset the device from the back-up mode. The rptr also stated that the pt had not been sujbected to external defibrillation, or cautery.